Event description:
It was reported that after a vacation, the user believed the ilet pump adapted to travel habits and subsequently experienced hypoglycemia, with a lowest blood glucose of 40 mg/dl; the user reported hypoglycemia unawareness until readings in the 30s and requested a system reset, which was performed via a factory reset with additional training assigned. Symptoms included low blood glucose and reduced hypoglycemia awareness. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting with education and device setup support. Investigation of this case revealed no device malfunction was identified during support, and the event was characterized as hypoglycemia with unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.